Event description:
Reportable based on analysis completed on 15dec2014. It was reported that crossing difficulties were encountered. The 90% stenosed 18 mm x 2.5 mm, de novo, concentric target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery with a bend between 45 degree and 90 degree. After predilating the lesion, a 20 x 2.50mm taxus¿ liberté¿ stent was advanced to treat the lesion. However, the device was unable to cross. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal end of the crimped stent were damaged, distorted, stretched proximally and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).